Event description:
Additional information received reported that the etiology was due to programming/stimulation. The patient experienced an undesirable change in stimulation.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(6), product type programmer, patient; product ID 3889-28, lot # v644605 , implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was shocked by (B)(6) security system for the patient felt electric shock sensation. The patient had reprogramming and decreased the amplitude. The patient's outcome was resolved without sequelae.

Manufacturer narrative:
Product ID 3889-28, lot# v644605, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).